Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had absence of alarm that telling insulin had not been delivered prolonged exposure to elevated blood glucose levels placing at risk of diabetic keto acidosis and also they experienced high blood glucose. The customer¿s blood glucose level was 22 mmol/l, 12 mmol/l. Customer states logic in the device was faulty and introduced a human error trap. The insulin pump will not be returned for analysis.